Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2012. Endoscopy completed (B)(6) 2015 due to pain revealed two beads (titanium encased magnets) to be visible in th esophagus. The linx device was intact. Laparoscopic removal fo the entire linx device occurred (B)(6) 2014. 360 degree fundoplication performed at the time of linx device explant. Endoscopy completed (B)(6) 2015 demonstrated normal results (no leakage, stenosis, etc.). Patient is reported as well

Manufacturer narrative:
Data received 08/20/2015 by manufacturer: -device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as (B)(6) 2012. -endoscopy completed (B)(6) 2015 due to pain revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. -laparoscopic removal of the entire linx device occurred (B)(6) 2015. -360 degree fundoplication performed at time of linx device explant. -endoscopy completed (B)(6) 2015 demonstrated normal results (no leakage, stenosis, etc.) -patient is reported as well.

Manufacturer narrative:
Data received 08/20/2015 by manufacturer: -device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as (B)(6) 2012. -endoscopy completed (B)(6) 2015 due to pain revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. -laparoscopic removal of the entire linx device occurred (B)(6) 2015. -a 360 degree fundoplication performed at time of linx device explant. -endoscopy completed (B)(6) 2015 demonstrated normal results (no leakage, stenosis, etc.) -patient is reported as well.